Event description:
Caller reported that indicated battery charge dropped by 25% in a short period of time. Customer declined to answer if their blood glucose level exceeded any specific threshold, and there was no mention of adverse impact to blood glucose level. Technical support decided to replace the pump. Customer planned to use multiple daily injections as backup therapy to ensure continuous insulin delivery.